Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. It is possible the wand was used against a bony, sharp, or otherwise hard surface, which could have caused damage to the tip of the wand. The instructions for use provides many warnings and precautionary statements related to the proper use of the device, including but not limited to: ¿the wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force. Do not use the wand as a lever to enlarge a surgical site or gain access to tissue as this may result in a bent or detached electrode, damage to device and/or a cracked spacer leading to patient injury.¿ ¿excessive wear of or damage to electrode from vigorous use against very dense or bony surfaces may lead to compromised performance resulting in patient injury.¿ ¿when inserting and removing the flow 50 wand, use caution and avoid contacting the distal portion of cannula with the shaft or electrode face as this may lead to potential electrode/shaft damage and/or patient injury.¿ there are no indications to suggest the wand did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a flow 50 wand, an electrode came off the tip of the wand. The surgeon needed to use an image intensifier to locate the detached electrode and retrieve it from the surgical site. The procedure was completed using a backup device. There were no significant delays or patient complications reported as a result of this event.